Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/30/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was received: I was told I did not need to send these packages in as I no longer have them and I had initially sent photos in.

Event description:
It was reported that a patient underwent an eye surgery on (B)(6) 2024 and suture was used. During an eye procedure that the needle detached from the suture. Needle did not break. Another like device was opened and again detached from the suture. Unknown as how the procedure was completed. There were no adverse consequences reported. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 1/10/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: can you identify the lot number of the product used? Unknown. When did the needle detach or pull off from the suture (in the package, during removal from the package, during handling prior to using on the patient, or during use on the patient)? Information was not provided. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). (B)(6). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.